Event description:
It was reported by the patient that during reprogramming of the device, the patient felt a strong sensation. Patient also reported the device longevity went from 1.5 years to five years after reprogramming the device. Follow up with the physician's office disclosed the right ventricular and left ventricular outputs were decreased increasing the device battery longevity. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.